Manufacturer narrative:
Upon inspection and testing of the returned device, the reported issue (air/water could not pass smoothly) was confirmed and found to be caused by clogged nozzle. Service confirmed the nozzle was not deformed. The clogged substance was not visible; hence, service was not able to confirm whether the clogged substance was foreign material. The customer confirmed they do not use the mh-946 (injection tube) for manual cleaning and the olympus aer (automated endoscope reprocessor). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that air/water could not pass smoothly from the channel of the subject device. The reported issue occurred while reprocessing the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged. This report is being submitted for reportable malfunction of clogged nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due a partial deviation from usage and reprocessing, as detailed below: the user did not use mh-946 injection tube for manual cleaning. The instructions for use (IFU) says to use mh-946 injection tube to feed detergent through air/water (a/w) channel. The IFU sates reprocessing of a/w nozzle and channel as follows: "manually cleaning the endoscope and accessories. Reprocessing manual_manually cleaning the endoscope and accessories_ flushing detergent solution into the air/water channel¿. Olympus will continue to monitor field performance for this device.